Manufacturer narrative:
Initial and final MDR 1949085- MDR 3003442380-2024-22434- device 8 of 9.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage at tubing. The issue occurred with nine similar types of infusion sets used for twelve hours. No further information was available.